Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited intermittent loss of capture, variable morphologies, and a high capture threshold. Also, there was a recorded episode of pacemaker mediated tachycardia (pmt). Technical services (ts) recommended programming to left ventricular (lv) pacing only and turning off the biventricular trigger. This crt-d remains in service. No adverse patient effects were reported.